Manufacturer narrative:
The customer noticed that the problem only occurs in pinnacle software version 9 and only with step and shoot beams, when they change the linac type from one without movable back up jaws (elekta beam modulator) to one with movable back up jaws (elekta synergy). Using beam modulator, the beam option symmetrical jaws is always selected (set to yes) and is un editable. When the machine is changed to one with movable back up jaws, the symmetric jaws option becomes editable, however it stays selected (set to yes), even though the back up jaws do not stay at the symmetric beam modulator field limits. The jaw positions on the new machine are actually asymmetric, but the symmetrical jaws option is set to yes. When the plan is exported to the mosaiq r&v system, the back up jaws are forced to be symmetric. This results in back up jaws not necessarily in the neighborhood of the intended radiation field, determined by the multi leaf collimators (mlcs) and displayed and calculated in the pinnacle plan. Investigation determined that the root cause was a software malfunction. (B)(4).

Event description:
Customer reported that when the user changes the machine for step and shoot beams from a fixed jaw to a variable jaw machine, the jaws change from symmetric to asymmetric to duplicate the original beam, but the jaw symmetry yes/no option remains set to yes. It should be set to no to match the jaws, which are no longer symmetric. When exported via dicom rt, multileaf collimator (mlc) and jaw positions agree with the pinnacle plan, however, because the jaw symmetry flag is set to yes, the record and verify (r&v) system forces the jaws to be symmetric, thereby re-positioning the beam. The resulting beam on the r&v side does not match the beam in pinnacle. There was no report of any serious injury or mistreatment.